Event description:
Immediately after tricuspid valve repair with edwards mc3 annuloplasty system, model 4900, serial (B)(4), my wife developed hemolytic anemia and has been suffering ever since, necessitating 12-15 transfusions so far. She is not a candidate for possible surgical intervention to try and correct the problem, so will need periodic transfusions for the rest of her life. She also had 2 bard denali ivc filters placed, femoral filter dl900f, lot #gfyl1973 but they don't seem to be a problem according to the surgeon who placed them. Said he has never heard of them as a causative factor for hemolytic anemia.